Event description:
Event description guidant/cpi received information that this ipg (implantable pulse generator) exhibited intermittent loss of ventricular capture. The ipg was implanted on 04/26/99 with competitive leads.